Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. Upon interrogation it was revealed that the patient's right ventricular lead was exhibiting low defibrillation impedance. Programming changes were made to resolve the issue. Patient condition was stable.